Manufacturer narrative:
Concomitant product(s): product ID: 5076-52 lead, implanted: (B)(6) 2003. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the doctor had previously turned off the device, "because the leads were broken". Follow-up investigation with the clinic revealed that the right atrial (ra), and right ventricular (rv) leads were malfunctioning. No additional information could be obtained. The leads remain in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.